Manufacturer narrative:
Updated: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end has foreign objects, the distal end has foreign objects and the adhesive on the bending section cover (a-rubber) has foreign objects. Based on the results of the investigation, the most probable cause of the complaint cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that the ultrasonic bronchofibervideoscope exhibited that the image had vertical lines running through the center and a mirror image. The issue occurred during a diagnostic lung examination. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.